Event description:
During the pre-discharge interrogation, it was reported that they were unable to save the ventricular threshold test results after performing ventricular threshold testing. A new session was performed and even after repeating the ventricular threshold test several times, the threshold values still remain unchanged; not updated. Finally after selecting the save current session button in the report screen, all values were immediately updated. The device remains implanted.

Event description:
During the pre-discharge interrogatipn, it was reported that they were unable to save the ventricular threshold test results after performing ventricular threshold testing. A new session was performed and even after repeating the ventricular threshold test several times, the threshold values still remain unchanged; not updated. Finally after selecting the save current session button in the report screen, all values were immediately updated. The device remains implanted.

Manufacturer narrative:
(B)(4), 2011. A response from the manufacturer is pending. Device remains implanted.

Manufacturer narrative:
(B)(4). A response from the manufacturer is pending. (B)(4). Since the device remains implanted, the files from the programmer were reviewed. The files showed the reported behavior results from a software anomaly. There is no patient safety issue or consequence for the patient. Device remains implanted.